Event description:
Philips received a complaint by the customer on the v60 requesting a replacement no engineer/material only (nemo) parts order for a power supply. It was determined that the power supply was defective and was returned to philips for further evaluation. It was reported there was no patient involvement at the time the issue was discovered. The removed power supply was returned to the product investigation lab (pil). The pil technician installed the power supply into a pil ventilator and verified a faulty power supply. There is 0vdc at the power supply output. The voltage reading was taken during open circuit voltage testing. Further evaluation of the power supply verified q9 and q12 are shorted between the gate, drain, and source of the transistors. In addition to the shorted q9 and q12 an overcurrent and thermal condition occurred with resistor r6 of the power supply which biases up the source terminal of mosfet transistor q1. The thermally damaged faulty r6 would not allow for the required voltage to pass through the source portion of the transistor resulting in the failure of the power supply. Tech verified that the drain and the gate portions of q1 were still intact. No shorts were noted between the input or output terminals. Due to the power supply being obsolete per engineering, this power supply will not be going back to the vendor for a vendor analysis.